Manufacturer narrative:
On (B)(6) 2016, the customer reported that the blood glucose had returned to the target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 392 mg/dl at its highest. After each alarm, the pump supplies were changed and a correction bolus was delivered via the pump to address the bg level. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed out all of the pump supplies and successfully delivered a bolus of insulin.